Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. There reporter stated that the battery compartment was cracked and there was moisture behind the display screen. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: during investigation, there were reboots observed in the black box. The battery compartment was found to be cracked. The battery cap was not returned with the pump for investigation. A test battery cap was used for testing. A test battery cap was able to attach securely to the pump. No power issues occurred during investigation. There was corrosion in the battery compartment. A pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.